Event description:
It has been reported to co that the balloon of this device leaked during prep. Reportedly, a hole was detected upon inflation of this device. There was no pt involvement. The device is being returned for co analysis.